Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Weight unknown / not provided.

Event description:
It was reported that during the implant placement the hex driver could not be separated from the implant mount. The procedure has been completed with another implant.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4) the following fields have been updated: b4: date of this report b5: describe event or problem d4: additional device information g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h6: adverse event problem h4: device manufacturer date h10: additional narrative one imp,tsv,4.1mm,sbm,8 (tsv4b8) along with mount and one retaining 2.5mm hex drive r latchlock (rhd2.5) were returned for investigation. Visual evaluation of the as returned product identified signs of use and stuck devices. Functional testing was performed. The mount was stuck with the driver and could not be disengaged. Device history record (DHR) review for the lot (1239332 and 63542171) had revealed no deviations nor non-conformances which could have caused or contributed to the reported events. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review by lot number (1239332 and 63542171) was performed for similar events using keyword does not disengage/release and 10 other similar complaints were identified. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.